Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The pse provided the part number for the backlight inverter and the second generation of the user interface (ui) only. It was identified that the ventilator has the 2.10; pse - software installed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the display was dim and would not adjust brighter. There was no patient involvement.